Manufacturer narrative:
A medtronic representative was on site when the reported issue occurred. The representative tested the equipment outside of the procedure. Following replacement of the fuses within the viewing station of the imaging system, the system functioned as designed. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when unplugging the imaging system and bringing it into the operating room (or), the viewing station of the imaging system beeped and eventually powered down. The surgeon elected to continue the procedure with fluoro imaging and proceed without use of medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.